Event description:
It was reported that the patient was seeing a code on the personal therapy manager (ptm) of 8286 when the patient requests a bolus. The patient first started getting to code the day prior to the date of this report. The patient was scheduled to have the pump refilled on (B)(6) 2015. The patient was redirected to the healthcare professional (hcp). The patient¿s pump was used to infuse morphine (unknown). No intervention or outcome was reported. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID ne u_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).